Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display, had been exposed to rain, alarmed failed battery, alarmed battery out limit, and experienced an off no power anomaly. The blood glucose reading 227 mg/dl. The customer stated that she was in a storm but that she did not think the insulin pump had been exposed too much. Upon troubleshooting, the insulin pump's display with the insertion of a new battery, and it passed the self test. The customer was advised that a replacement battery cap would be sent. Nothing further reported.